Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA with supplemental information from a nurse of peritonitis in a patient coincident with dianeal unknown therapy. The consumer stated that she was diagnosed and hospitalized with peritonitis on (B)(6) 2012. On (B)(6) 2012, she was discharged from the hospital. The consumer stated that she was recovering from the event of peritonitis. Follow up from the nurse confirmed that the patient was diagnosed and hospitalized with peritonitis on (B)(6) 2012. The nurse confirmed that the patient was discharged from the hospital on (B)(6) 2012. The nurse confirmed that the patient was recovering from peritonitis. The nurse stated that the event of peritonitis was unrelated to therapy. The nurse said that she felt the internal adhesions caused the peritonitis because the culture showed no growth.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd891333 and gd891721. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.